Event description:
A venous air alarm occurred during a routine hemodialysis treatment, due to the operator not clamping the saline lines as directed in the user's guide which introduced air into the extracorporeal circuit. The operator discontinued treatment w/o performing rinseback due to the amount of time elapsed, resulting in a blood loss of 190cc. Hb decreased from 9.6 g/dl on (B)(6) 2011 to 8.9 g/dl on (B)(6) 2011, (7 days post blood loss). Epogen was increased from 20,000 units 1xweek to 2xweek on (B)(6) 2011 (11 days post blood loss). No further intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The alarm is attributed to the operator not clamping the saline line as directed. The blood loss is attributed to the operator not completing rinseback in a timely manner. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. Nxstage medical considers this report closed. No add'l info will be provided.